Event description:
It was reported that the ventilator was not working. There was no patient harm. Manufacturer's ref.#: (B)(4).

Manufacturer narrative:
It was reported that the compressor was not working. Our field service engineer investigated the compressor on site. During investigation, water was found in the air gas module filter. Further investigation reveled that the drainage valve was found as the faulty part and the issue was resolved by replacing it. After replacement, all performed tests successfully passed. No parts were returned for investigation, therefore the root cause for the reported problem could not be established.

Event description:
Manufacturers ref: #(B)(4).